Manufacturer narrative:
Based on the claim against the product by the customer noting repeated c-38 messages while applying the mono polar energy, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The unit was returned for the failure analysis, and the reported issue was confirmed during testing, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer had repeated non-recoverable errors after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy, the customer experienced repeated c-38 messages while applying the mono polar energy. The customer tried both ports, replaced the instrument cable, and instrument but issue remained. The technical support engineer (tse) advised them to power cycle the integrated electrosurgical unit (iesu) when possible. The customer opted to moving forward. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.